Manufacturer narrative:
The device is not accessible for inspection or testing, although review of production records confirms the part was designed, manufactured, and shipped as intended. Taper engagement is tested and verified, and final implant design and pre-operative planning are approved by the operating physician. The physician referenced, due to the severity of the dislocation, that the patient had some trauma or over-weight bearing activity outside of the bounds of the post-operative care prescribed for the patient. All risk mitigations have been captured and the root cause is ultimately unknown.

Event description:
Dissociated glenosphere was reported approximately one year post-op and confirmed with x-ray films. Physician noted patient was doing excessive weightbearing through the shoulder.